Event description:
The customer reported that they observed air during a procedure on a rika device at the point of connection between the needle line and the separation set connector. Per the customer, the device did alarm "air to donor". All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. The donor was reported as stable, and no medical intervention was required. Patient ID is not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Based on review of the run, there was no concern for air to donor. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they observed air during a procedure on a rika device at the point of connection between the needle line and the separation set connector. Per the customer, the device did alarm "air to donor". All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. The donor was reported as stable, and no medical intervention was required. Patient ID is not available at this time. The collection set is not available for return because it was discarded by the customer.